Event description:
Pt reported on (B)(6) 2013, he was turning to his right side and his left leg was caught on the left lower side rail which caused fracture of his right leg. The bed was manufactured by hill-rom, model name: avanta, s/n (B)(4). Facility bio-med personnel checked the bed and did not find any issue. Hill-rom representative also checked the bed and there was no issue found. The bed was removed from service as a precautionary measure.